Manufacturer narrative:
Product available to stryker and returned to manufacturer on; device evaluated by mfg. An event regarding assembly issue involving a femoral alignment guide was reported. The event was confirmed. The device was returned in used condition. There are light scratches and markings on various areas of the device. A functional inspection was conducted with the four devices, catalog 6541-1-657 and lot codes p3s63, p3e86, p4tt and p4t43. The following devices were used along with the femoral alignment guides, 6541-4-800 t-handle driver lot n3t77, 6541-4-801 universal driver lot rd7l108, 6541-4-516 5/16¿ im rod lot n1k23 and four saw bones. Three out of the four alignment guides did jump when impacting the alignment guide capture pins. The device was set at seven and when the alignment guide capture pins were impacted it moved to the 6 setting. Lot code p3e86 did not move when the pins were impacted. Medical records received and evaluation: not performed as medical records were not returned for clinician review. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The reported event ¿the jig may not be holding the setting they are set to¿ was confirmed. During a functional test the four femoral alignment guides were tested by impacting them into four saw bones. Three out of the four did move from the number 7 setting to the number 6 setting.

Event description:
The customer reported that the patient has complained about his triathlon knee. The surgeon reports that this was put in with 10 degrees of valgus. He is concerned that the jigs may not be holding the setting they are set to. The account has 4 jigs and the surgeon is not aware which jig was used for this patient and would like all 4 inspected. The surgeon reported that the femoral component is at around 10 degrees valgus despite him setting it at 5. It is always his practice to re-check the jig hasn't moved to 7 once impacted on the distal femur. The surgeon reported that it always does move and he always resets it. Update: physician has further reported that the adjustment blocks do have a certain level of play in them and that this combined with the alignment jig could have a cumulative effect on the valgus angle.

Manufacturer narrative:
The following devices were also listed in this report: femoral alignment guide - standard; cat# 6541-1-657; femoral alignment guide - standard; cat# 6541-1-657; femoral alignment guide - standard; cat# 6541-1-657; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient has complained about his triathlon knee. The surgeon reports that this was put in with 10 degrees of valgus. He is concerned that the jigs may not be holding the setting they are set to. The account has 4 jigs and the surgeon is not aware which jig was used for this patient and would like all 4 inspected. The surgeon reported that the femoral component is at around 10 degrees valgus despite him setting it at 5. It is always his practice to re-check the jig hasn't moved to 7 once impacted on the distal femur. The surgeon reported that it always does move and he always resets it.

Manufacturer narrative:
An event regarding assembly issue involving a triathlon guide was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that the patient has complained about his triathlon knee. The surgeon reports that this was put in with 10 degrees of valgus. He is concerned that the jigs may not be holding the setting they are set to. The account has 4 jigs and the surgeon is not aware which jig was used for this patient and would like all 4 inspected. The surgeon reported that the femoral component is at around 10 degrees valgus despite him setting it at 5. It is always his practice to re-check the jig hasn't moved to 7 once impacted on the distal femur. The surgeon reported that it always does move and he always resets it.